Event description:
Consumer alleges resting her leg on the heating pad while in bed and it became hot and started smoking. There was a burn hole through her sheets. No injuries were reported with this incident.

Manufacturer narrative:
Consumer admits to resting her leg on top of the heating pad which is abuse of the product and a direct violation of the instructions and warnings provided. The pad has been requested from the consumer to determine if the incident arose from abuse / misuse of the pad (i.e. Bunching / folding / crushing). A prepaid label was sent to the consumer for return of the product.